Event description:
The manufacturer received information alleging a trilogy ev300 " "fan service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center the customers complaint was confirmed. The technician states a "service required" code e-59 was found in the ventilator's downloaded error log indicating the internal or detachable li-ion battery is not charging due to a hardware fault for greater then 1 minute. During the verification, it is identified that the cause of the issue is related to the internal battery of the equipment. This was replaced with a battery from another device that passed the corresponding tests. When repeating the test with the new battery, the equipment does not present alarms and successfully passes the test. In conclusion, the device's internal battery pack needs to be replaced to address the issue. The root cause is confirmed at this time.